Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending artery (lad). The 2.50 x 12 mm taxus express2 drug eluting stent (des) was advanced to the lesion but was unable to cross the proximal area to the lesion. The des was removed and the lesion was predilated with an unspecified 2.5 x 15 mm balloon. The des was then advanced to the lesion again; however, the attempt was unsuccessful. The physician then attempted to withdraw the device but it was caught on the previously deployed 3.50 x 12 mm taxus express2 des in the left main trunk (lmt) causing the proximal edge of the stent to lift up. The 2.50 x 12 mm des was successfully removed from the pt's body and plain old balloon angioplasty (poba) was performed on the lesion. A 2.50 x 20 mm taxus express2 des was then successfully implanted in the lesion. No pt complications were reported with the pt's current condition listed as "good".